Event description:
Per the providers operative note, 'as I tried to place the hub in the pocket that I noticed that the hub came and hooked from the catheter. It is unclear whether this was a defective catheter or not. It did take some dissection in order to retrieve the catheter from the subclavicular space. I was able to repassed the wire and we completed the port by going through the same process with a new port and a new catheter.' Per the manufacturer, this appears to be a product defect/malfunction.